Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) bends during the procedure. The doctor did not use the device. A new set was used without issue.

Manufacturer narrative:
(B)(4). Catalog# corrected to cs-22703-e. The customer returned a spring wire guide (swg) with the assembly. Both showed signs of use. The swg was observed to have one bend/kink and offset coils towards the distal end of the body. Microscopic examination confirmed the bend and offset coils in the swg body. Both welds were present and were observed to be full and spherical. The kink/bend and offset coils in the swg body were located 42 and 26 mm away from the distal tip, respectively. The overall length and the body outer diameter of the swg were measured and found to be within specification. The swg was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The swg passed through both components; however, there was slight resistance as the area in the swg with the bend passed through. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire, catheter and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had one kink/bend and offset coils in the guide wire body 42 and 26mm from the distal tip, respectively. The returned guide wire met all relevant dimensional and functional requirements. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the swg (spring wire guide) bends during the procedure. The doctor did not use the device. A new set was used without issue.